Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) erbe generator was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The system log confirmed errors c-34, c-00, and m-11 indicating an internal failure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical service engineer (tse) recommended the customer to power cycle the erbe, but the issue persisted. The customer used a spare third party iesu to continue the procedure. No site visit was conducted as the customer declined any service. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an error c-34 occurred after inserting the energy cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using a third-party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the reported error fault when booting up the erbe generator. Review of the system logs confirmed multiple occurrences of the issue. A defective generator was confirmed. After replacement, the system was retested and verified as ready for use. Isi has received the replaced generator; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.